Manufacturer narrative:
The reported failure of the power vbus dropped error code is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. Review of the DHR for this device, serial number (B)(6), did not find any non-conformances or abnormalities related to the reportable malfunction/ allegation identified in this complaint record during testing of the device prior to distribution.

Event description:
The manufacturer received information alleging a power vbus dropped error code was observed on a trilogy evo device. The device was not in use on a patient at the time of the occurrence. During the evaluation it was noted that the error code, power vbus dropped, was observed on the device's error log. The third-party service technician evaluated but no documentation regarding prior component replacement was available. No repair activities were performed. A final report is being submitted. If any additional information is received, a supplemental report will be filed. The root cause isn't confirmed at this time. Additionally, during the service of the device, the air inlet foam filter, muffler assembly, tubings (system pca, blower chassis, fio2, and low flow o2), machine flow sensor, cooling fan assy, fan retainer, blower assembly, blower bellows seal 5 pk, and blower mount 10 pk were replaced for unknown reason that were unrelated to the reportable issue. The device passed all final testing.